Event description:
It was reported that the device was explanted due to advisory and recall. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).